Event description:
It was reported that the customer had high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl. Current blood glucose level 167 mg/dl. Customer have symptoms for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.